Event description:
Customer reportedly obtained results of 485mg/dl and 192mg/dl on the aviva system within 10 minutes. No action taken based on results. No adverse event reported. Requested return of subject system and replacement was sent.

Manufacturer narrative:
Boniva - 1.5yrs 150mg/mth; acitrin - 3yrs 80mg/day; lasix - 4yrs 20mg/day.